Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experiencing frequent nighttime hypoglycemia requested guidance on how to disconnect the infusion set from the body and stated intent to discuss returning the pump with their clinician. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting to disconnect from the pump. Investigation included case documentation only, as no device evaluation or data review was performed. Investigation of this case revealed no device malfunction reported and no component failure identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.